Manufacturer narrative:
As reported, an expired ventrio mesh was inadvertently implanted beyond its labeled expiration date. The expiration date is included on the labeling of this product and is located on multiple levels of the packaging. This event is confirmed as a use related error, with no malfunction of the device. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, a ventrio mesh which had a labeled expiration date of 28-oct-2024 was implanted in the patient on (B)(6)2024. There was no patient injury, change in course of treatment, or any medical/surgical intervention.